Manufacturer narrative:
For the investigation, the hose system in question was requested and provided. During the analysis at the manufacturer the described problem could be confirmed. It was found that the adhesive connection of the outer hose had come loose. This allowed the inner hose, which was firmly connected to the connector, to twist during use. An error during the bonding process in production was identified as the root cause. The adhesive is applied to the connector in a semicircle and distributed by circular movements when the hose is attached. Insufficient bonding of the hoses or a broken adhesive connection can result in reduced adhesion of the hose to the respective connector. This can additionally be favored by an insufficient amount of adhesive. The manufacturer has initiated additional training for employees regarding the bonding process and has ramped up visual inspection to 100% during packaging. The user is instructed in the instructions for use to inspect the breathing tube before use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that an intubated patient showed clinical signs of bronchospasm immediately after intubation (wheezing and soft breathing sound; draeger primus ventilator gives pressure alarm and massively altered capnography curve). Manual ventilation with dräger primus also only possible with very high pressure. After switching to manual ventilation with resuscitator bag, ventilation without problems. Inspection of the above-mentioned disposable breathing tube revealed "twisting" of approx. 45° behind the contra-angle handpiece / tube attachment, which is usually firmly glued. This leads to clamping of the inner coaxial tube. No patient injury was reported.

Event description:
T was reported that an intubated patientshowed clinical signs of bronchospasm immediately after intubation (wheezing and soft breathing sound; draeger primus ventilator gives pressure alarm and massively altered capnography curve). Manual ventilation with dräger primus also only possible with very high pressure. After switching to manual ventilation with resuscitator bag, ventilation without problems. Inspection of the above-mentioned disposable breathing tube revealed "twisting" of approx. 45° behind the contra-angle handpiece / tube attachment, which is usually firmly gluedd. This leads to clamping of the inner coaxial tube. No patient injury was reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Manufacturer narrative:
The investigation was just started. The results will be provided in a follow-up report.

Event description:
It was reported that an intubated patient showed clinical signs of bronchospasm immediately after intubation (wheezing and soft breathing sound; draeger primus ventilator gives pressure alarm and massively altered capnography curve). Manual ventilation with dräger primus also only possible with very high pressure. After switching to manual ventilation with resuscitator bag, ventilation without problems. Inspection of the above-mentioned disposable breathing tube revealed "twisting" of approx. 45° behind the contra-angle handpiece / tube attachment, which is usually firmly gluedd. This leads to clamping of the inner coaxial tube. No patient injury was reported.